Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device replacement, the physician had difficulty inserting the existing atrial lead into the header port of the new devices. Silicone oil was used as a lubricant and the lead was able to be inserted.